Event description:
Event description guidant received a legal claim stating that this implantable cardioverter defibrillator (ICD) malfunctioned causing the patient to require medical attention, hospitalization, and reprogramming of the unit in question.,